Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000046979.

Event description:
It was reported that the patient's lead was fractured. The patient was reprogrammed to established effective therapy. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2024 to explant the lead, but the lead was cut and unable to be explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.